Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient activator (pa) was very warm and the batteries appeared to be melting. A replacement pa was ordered for the patient. No patient complications have been reported as a result of this event.